Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and a subsequent extrusion of the electrode array, resulting in the decision to explant. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.